Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the downstream sensor and upstream sensor seals were contaminated. The event history log was unable to be downloaded due to alarm message error code 1260 on the pump display. Functional testing was able to replicate the reported issue as error code 1260 was confirmed; found microprocessor unit board clock battery lead contact was pulled off and damaged lead contact pad caused the alarm. The root cause was determined to be the damaged microprocessor unit board. The microprocessor unit board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a confirmed last error code 1260. The event occurred during testing, there was no patient involvement.